Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. The root cause of the observed condition is the result of a software error. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, they set the handle, shell, adapter and the cartridges. Prior to the 4th firing, the surgeon re-clamped the tissue, however a strange sound was heard and the device did not react at all. The firing was not performed at all. The jaws were half-closed at that time. They removed the adapter from handle, and then opened the jaws with the manual adapter tool. They re-connected the adapter to the handle, the display screen still showed the indicator of attaching the adapter. No calibration sound was heard. Then they operated the device at the unclean field for a trial .they inserted the handle to new shell, however no calibration was performed and the device did not recognize adapter. The display screen still showed the indicator of attaching the adapter. Replaced by another handle, however another event occurred as below. They inserted the handle of replacement to new shell, and then the calibration was performed. Then they connected another adapter to the handle, however the device did not react. The display screen was getting dark, and finally it turned blackout. Replaced by the third handle and connected the second adapter, the loading and the procedure were completed with no problem. The was no noted problem on the patient's status.